Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for cardiac craterization. Externalized conductors were observed via imaging. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Event description:
New information received notes that the lead has been capped and replaced. Patient is well and will continue to be monitored.